Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.